Event description:
Customer reported erroneous low platelet count was obtained for one patient sample when using the coulter act 5diff al hematology analyzer. The patient sample had been stored on ice and ran 24 hours after the sample was drawn from the patient. The patient sample was retested and the same low platelet count was obtained. Erroneous test results were reported out. The physician sent the patient to another facility, where another sample was drawn and tested. The platelet count was normal. Quality control was run before and after the event and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The analyzer was not evaluated by field service. This event was isolated to this sample. Beckman coulter customer technical specialist informed the customer that samples should not be stored on ice before testing. Product labeling was evaluated. Coulter act 5diff al hematology analyzer instructions for use, pn624026: cbc (complete blood count) parameters are stable up to 48 hours at room temperature.